Event description:
The actual residual volume was greater than the expected residual volume. Per the reporter, the hcp expected 17ml and aspirated almost double that. A dye study was going to be performed. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the patient experienced increased pain. The exact values of the actual and expected residual volumes were unknown. A dye study was performed, but they could not aspirate. The patient was being referred for a catheter revision. The patient was reported to not have been receiving effective therapy. The medication used within the system was morphine. Additional information was requested but not available at the time of this submission.